Event description:
It was reported that pump experienced malfunction with malfunction code 16 and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections as backup therapy, technical support planned to complete field correction form on behalf of customer and arranged pump replacement, and customer expressed interest in out-of-warranty loaner pump.